Manufacturer narrative:
(B)(4).

Event description:
Noise was reported on the rv far field channel. It was also present on the competitors ra lead. It was recommended to evaluate the lead further. The lead remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.